Event description:
It was reported that during a shoulder rotator cuff repair surgery the footprint suture anchor, when it was trying to be implanted, the anchor and the inserter can not be separated. The procedure was successfully completed without a significant delay. A back-up device was available and it was used in the same bone hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6. One footprint ultra pk suture anchor product used in treatment, was returned for evaluation. Suture was returned. There was no damage to the inserter itself. The anchor was returned in pieces. There was a break; nearly 90 degrees at the distal end of the anchor. The inner anchor grub did not appear to be fully seated forward to the distal tip and was fractured as well. The conditions are aligned with unexpected bone condition, density or with an inadequate prep hole. The inner shaft advanced and retracted with rotations. Audible click upon rotation of the torque limiter was confirmed. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.